Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated (it is reported that the the programmer was not updated). At a later date, the patient received a shock and lost consciousness. External defibrillation was then performed to convert the rhythm. Interrogation of the device indicated that the pacing impedance was less than 200 ohms. A subsequent measurement of pacing impedance was 600 ohms with sensing, shock impedance and threshold measurements within normal range. Review of therapy history indicated that the crt-d properly intervened for all ventricular fibrillation episodes. Electrograms displayed a flat line after each episode. Maneuvering the device and arm of the patient resulted in a pacing impedance of less than 200 ohms.